Event description:
On 2/11/1999 nellcor puritan bennett received info alleging a pt had expired while being connected to a n180 pulse oximeter. Reportedly, the oximeter was providing a zero pulse reading and not alarming. Caller stated that the monitor appeared to be alarming per specifications while he was testing it.